Event description:
An alarm issue was reported with the adc device in use with iphone 7 with ios operating system version 15.8. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was provided glucose for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink app application during replication that would have led to the reported issue. The customer reported missing high and low alarms. Attempted to replicate the customer's complaint using similar configurations iphone 11, ios 15.6.1, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 7 with ios operating system version 15.8, app version 2.10.2.7677. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was provided glucose for treatment by a third-party. There was no report of death or permanent impairment associated with this event.